Event description:
Customer reported the pump's quick bolus/wake button was difficult to press and required multiple presses to turn on the pump screen. Customer's blood glucose level was not impacted. Customer service instructed the caller on how to properly press the button and assisted in removing the pump from its case. Despite these measures, the issue persisted, and it was resolved by replacing the pump, even though it was out of warranty.